Manufacturer narrative:
The meters were requested for investigation. The customer stated that they will not be able to submit the original vial of strips and control since the event occurred a week prior to reporting. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
We received an allegation of questionable glucose results for one patient tested with two accu-chek inform ii meters compared to an unknown laboratory method. Results from accu-chek inform ii meter with serial number (B)(4): on (B)(6) 2021 the meter result at an unknown time was 27 mg/dl. The laboratory result was 49 mg/dl. On (B)(6) 2021 the meter result at an unknown time was 46 mg/dl. The laboratory result was 59 mg/dl. On (B)(6) 2021 the meter result at an unknown time was 35 mg/dl. The laboratory result was 58 mg/dl. Result from accu-chek inform ii meter with serial number (B)(4): on (B)(6) 2021, the meter result at an unknown time was 28 mg/dl. The laboratory result was 56 mg/dl. The comparisons were performed within 15 minutes.

Manufacturer narrative:
The returned test strips vial, desiccant, and vial cap were inspected and were found to be acceptable in appearance. There was no obvious reagent discoloration. The customer's returned test strips were tested with the two returned meters. Quality controls were run on both meters and all of the results were within the acceptable ranges. The returned meters were disassembled for further investigation. There was no contamination observed for both of the meters. The log files did not contain any entries which point to a cause for the alleged result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.